Manufacturer narrative:
Patient identifier: patients information was not provided. Lot #: the item and lot of the involved revolution pumps are unknown. Based on article available information, it is not possible to discriminate neither if the revolution pump was assembled into a customized circuit nor was a stand-alone device. In USA, two revolution pump stand alone are cleared and distributed: (I) item 050300700 - revolution centrifugal blood pump with pc coating and (ii) 050300000 - revolution centrifugal blood pump. Since the item and lot of the involved revolution pumps are unknown, also the expiration date and UDI are unknown. Device available for evaluation: livanova is not aware if the complained revolution pumps are available. Device manufacture date: the item and lot are unknown. Therefore, the manufacturing dates are unknown. Sorin group italia manufactures the revolution pump. The incidents occurred in (B)(6). Livanova will try to obtain mor information.

Event description:
On (B)(6) 2022, during literature review investigating 53 ECMO circuits from 46 pediatric patients, livanova was informed that 6 patients (11%) showed thrombus that embolized to the pump. The pump thromboemboli were not adherent, instead, they were typically long thin clots that wrapped around the rotor blades and struts. Three of six patients with pump thromboemboli showed increased hemolysis